Event description:
It was reported "bipolar cup disassociated from acetabular cup liner."

Manufacturer narrative:
Additional info has been requested and if received will be reported on a supplemental report.